Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the glue got separated by external stress such as hitting resulting in a decrease in watertightness around the light guide lens, and water invasion out of the gap. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope's forceps raising wire was disconnected. There was no report of patient harm. The device was returned, evaluated, and the inside of the illumination lens was discolored. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the knob wire had a cut. In addition to the discoloration found inside the illumination lens, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob was not within the standard values due to wear of the angle wire; the adhesive on the bending section cover was chipped and cracked; the adhesive around the objective lens was peeled; the electrical connector was discolored due to water leakage; and there were scratches on the suction connector, the protector of the universal cord on the suction connector side and the control section side, the universal cord, the image guide protector, the grip, the scope cover, switch#1, the forceps elevator lever, the forceps elevator knob, the upward/downward knob, the right/left knob, the control unit, the switch box, the connecting tube, the plastic distal end cover, and the light guide lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.